Event description:
It was reported that the patient experienced a shocking or jolting sensation. Since the day before this report the implantable neurostimulator (ins) was ¿cutting off and on again.¿ the ins gave him a jolt when he tried to stand up or when he would turn his body to the left or right. The patient had tried different settings but same issues occurred. The patient was able to turn ins off. There was no trauma to the body. Last time patient was reprogrammed was about a year prior to this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3487a-56, lot# v226418, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3487a-56, lot# v226418, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional follow up information received confirmed that high impedances were seen on electrode #0 (which was not used in the patient¿s programming). The patient¿s physician determined that the ¿shocking¿ and ¿burning¿ sensations were the result of their facet joint inflammation. These symptoms and pain occurred whether the patient¿s ins was on or off. The physician was able to replicate the exact pain by applying pressure to the patient¿s back. The patient was scheduled for facet joint injections. The patient was reported as doing well and was using the ins device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Further follow up information received reported that the patient call their healthcare professional (hcp) and requested an appointment because they felt they needed reprogramming of their implantable neurostimulator (ins). It was also reported that the patient met with manufacturer¿s representative at the clinic. The patient had an appointment scheduled for (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care professional or manufacturing representative. Patient had not had an appointment scheduled as of the day of this report. Patient had not received further help. Additional information received reported that while stimulation was on patient felt stimulation turning off and on in intervals. It was noted that the stimulation would stay off for a few seconds. When the stimulation would come back on it felt like burning around the implantable neurostimulator (ins). There was no known accident or incident related to the event. This had started about 3 months prior to this report. Patient was in a car accident last september but that did not correlate with the stimulation turning on and off. It was noted that this was the first time the device had been checked since the car accident. Patient was at the clinic at the time of this report. Movement did not cause stimulation changes. It was noted that impedances were reading greater than 10,000 ohms for electrode 0. Impedances were run at 3.0v and pair 0-14 was out of range at 10,038. 0 impedances were in range of 8939-10,038. 1 impedances for pairs 1-2 to 1-15 were in range of 660-1,000. 14 impedances only had pair 0-14 out of range; all others were within normal range. Electrode 0 was removed from programming. Patient¿s programming for program 1 was 1+, 2+, 8-, 9-, 4+, 5+, 6+ and program 2 was 3+, 9+, 10-, 11-, 12-, 13+ and 7+. Patient noted that the charging was taking longer. It was noted that average coupling was 8 and the patient waited till battery was low to recharge. It was further noted that at times patient noticed a burning smell which started the week prior to this report.